Event description:
Allegedly, a nurse working in hospitals developed latex allergies while using unidentified gloves. Ssl americas, inc was notified of the alleged event through a process of litigation involving many companies. It is unclear that the co's product was used or caused any injury to the pt.